Manufacturer narrative:
The complaint received states that the packaging of a firestar balloon was inadequate. The firestar balloon size 2.00 x 10 (catalog 8011020d) was found inside the carton of a 2.50 x 10 balloon (catalog 80110250). There are no patient, vessel or lesion characteristics available to date. There was no report of injury for the patient. One sterile (B)(4) firestar 2.00x10 mm (lot 15162493) was received inside a (B)(4) firestar 2.50 x 10 mm box (lot 15157890); the box was already opened. No other anomalies were found. The unit was reviewed by the pet team, an evaluation was performed and it was concluded that: "based on the existing process controls it is very unlikely or impossible to mix two production lots as the event reported by this customer complaint". There is evidence that units of both lots were distributed to the same hospital. A review of the manufacturing documentation associated with involved lots presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed; however there is no evidence that the issue is related to manufacturing process. The exact cause of the reported failure could not be determined. Neither the DHR review nor the analysis suggests that reported issues are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. The complaint of inadequate labeling was confirmed on analysis; however, the exact cause of the confirmed failure could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Inspections are in place to ensure that no damaged products leave the facility. Review of the information does not suggest what other factors may have contributed to the confirmed event.

Event description:
The firestar balloon size 2.00 x 10 (catalog 8011020d) was found inside the carton of a 2.50 x 10 balloon (catalog 80110250).

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.